Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the error message. The fse found that cup pickup claws were not in the correct spot. One was bent off to the side. Unit was not able to read if there was a cup in position. Fse then took apart, straightened, and lubricated the cup pickup claw. Checked all cup positons and z axis positons and made a few small adjustments. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was cup pickup bent/alignment off.

Event description:
On (B)(6) 2016, a customer reported c-trans z home over-run-error 4153 with their aia-900 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.